Manufacturer narrative:
Coopersurgical inc. Is currently investigating the reported complaint condition.

Event description:
Leaking, freeze and defrost button defective. Order: 94563. Ref: e-complaint-(B)(4). Ll100 cryosurgical 900001 e-complaint-(B)(4).

Manufacturer narrative:
Investigation x-review DHR x-inspect returned samples *analysis and findings complaint (B)(4). Distribution history: this complaint unit was manufactured at csi on 10/17/2018 under wo #(B)(4) and shipped on 9/18/2019. Manufacturing record review: DHR 246357 was reviewed and no non-conformities, related to the complaint condition, were noted. Incoming inspection review: not applicable. Service history record: no additional service history records found for this unit. Historical complaint review: a review of the 2-year complaint history showed similar reported complaint condition. Product receipt: the complaint unit was returned under warranty. Visual evaluation: visual examination of the complaint unit revealed no physical damage. Functional evaluation: complaint unit was functionally evaluated and found not to function properly. Service & repair confirmed the complaint unit was leaking from the handle/valve assembly. Root cause: the valve core (108519) was faulty. It is rare to occur but may have been impacted from loose debris. An inner gasket/seal had been dislodged and left stuck in an irregular position producing a leaking valve body. This unit was found to have been dislodged without accompanying debris. *correction and/or corrective action the unit was repaired under warranty and returned to the vendor. No other complaint units for this issue were noted on the balance of the original work order which suggests this is not a consistent occurrence in material or method. No further corrective action is necessary. Reason: no further training required at this time. *preventative action activity coopersurgical will continue to monitor this complaint condition for trends.

Event description:
Leaking, freeze and defrost button defective. Order: (B)(4). Ref: (B)(4). 1216677-2020-00182 ll100 cryosurgical 900001 (B)(4).